Event description:
Fanelli stent insertion attempted by surgeon. Stent would not deploy. New one inserted and when deployed tip of sheath noted to be broken off. Gastroenterologist did ercp and went in and removed common bile duct stent and removed the broken piece that was lodged in the stent.